Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. No moisture damage found on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and she was unable to clear the alarm. Blood glucose value was 157 mg/dl. The customer stated she was working out and could have been exposed to sweat. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.